Event description:
It was reported by service report that the side rail was stuck and not able to lock properly in upright the position. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail malfunction.